Event description:
On (B)(6) 2012, the reporter contacted animas to request assistance troubleshooting the pump. Her son was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2012 and she alleged the following : mom reports that son had been having high blood glucose (bg) levels for 3 or 4 days prior to admission. Bg on (B)(6) 2012 was frequently in the hi range. Cart/site/set changed on (B)(6) afternoon. On (B)(6) 2012, the patient started vomiting and they were unable to control the vomiting so they took him to the emergency room . Bg on admission was 758mg/dl. Mom reports that she ran temporary basal rates at 150% beginning on (B)(6) 2012 and also changed vials of insulin and gave corrections via injection with no effect. The patient is currently on insulin drip in intensive care. Mom states she thinks patient may have been getting sick when elevated bg began, however she is not sure at this time if the illness occurred before dka or if patient was developing early signs of dka which were causing him to feel sick. The patient has not been eating very much for 3 or 4 days due to upset stomach and vomiting. He has been using sites on the hips for about 1 month. No air or blood in tubing. Site appears healthy. Customer technical support (cts) reviewed the pump with mom and all rates and settings were correct. Advised mom at this time there is nothing to indicate a site/set issue and nothing to indicate a mechanical delivery issue with the pump. No associated alarms, bolus history accurate, tdd accurate. Mom confirms she had temp rate at 150% programmed since (B)(6) 2012. Mom was advised to review with health care provider for further recommendations. This complaint is being reported due to the allegation that a patient on insulin pump therapy was hospitalized with dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.